Event description:
It has been reported that exposure was not possible on the allura xper fd10 system. The system was in clinical use at the time that the issue was discovered. The patient was removed to another room as a result of the alleged issue. The ippc was confirmed to have been losing network connectivity. The ippc was replaced to resolve the reported issue. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not possible. Upon further investigation fse confirmed the ippc was losing network connection intermittently. The philips engineer has replaced ippc. After replacement, the system was returned to use in good working order. The same issue reoccurred twice, in both the occurrence fse has replaced the hard disk and after that system was working fine. The codes were updated based on the investigation outcome.